Event description:
It was reported that the patient's right ventricular (rv) lead dislodgement was noted under fluoroscopy during peripheral diagnostic procedure. It was also noted that the rv lead was failed to capture and sense. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and failure to sense. As received, a complete lead was returned in one piece with the helix found stretched and clogged with blood/tissue. X-ray inspection found the inner coil at the connector region normal. X-ray examination found the helix stretched consistent with procedural damage. The reported event of failure to capture and failure to sense was not confirmed. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.